Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for post lumbar radiculopathy. Poor coupling was reported. The patient repositioned the antenna over the ins during the call with the manufacturer on (B)(6) 2017 and when he connected to the recharger he saw four coupling boxes and his ins was charging at the one-half point. It was noted that repositioning the antenna resolved the issue. The patient was redirected to a healthcare professional to test battery longevity because the ins was over nine years old. The patient had not seen an eri (elective replacement indicator) message on either device. No symptoms were reported. Additional information was received from the patient on 2017-06-06. The patient reported that his battery was replaced 2 years ago. It is noted that the report of the battery being replaced 2 years ago is conflicting with the manufacturer's records.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there was a misunderstanding with the replacement date the patient stated the battery was replaced a couple years ago. The patient stated the battery would not take a charge and had to be changed. No further complications were reported as a result of this event.